Event description:
It was reported by service report that the bed had no power. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power cord was not properly seated into bed. Conclusion: power cord re-connected to bed and returned to service.